Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 24mm amplatzer septal occluder was selected for implant on (B)(6) 2023. During implant the device took on a cobra shape. The device was removed from the patient and replaced with a new abbott device. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient.

Manufacturer narrative:
An event of device deformity during implant was reported. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.